Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applying to anastomosis during a laparoscopic sigmoidectomy celio, the anvil was twisted. The anvil was changed to complete the case. There was no patient injury.